Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Implantable cardio-verter defibrillator product ID c174awk implanted: 2010-(B)(6); implantable pacing lead product ID 5076-52, implanted: 2010-(B)(6); implantable pacing lead product ID mdt-lead implanted: 2010-(B)(6). (B)(4).

Event description:
It was reported that the patient had an increase in right ventricular (rv) threshold due to a lead dislodgment. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.